Event description:
Note: this report pertains to one of two extractor pro rx-s retrieval balloons used during the same procedure. It was reported to boston scientific corporation that two extractor pro rx-s retrieval balloons were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the catheter snapped when the physician was pulling the balloon out of the duct. The customer stated that no pieces of the device detached inside the patient. The same problem occurred with the second extractor pro rx-s retrieval balloon. The procedure was completed with another extractor pro rx-s retrieval balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block e1: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of catheter break.